Event description:
Regularity agency provided a user report stating "the allergan company sold breast implants with no evidence of biocompatibility. These lead to chronic irritation of the immune system, autoimmune diseases and cancer." The status of the device is unknown. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details is not able to be requested. No additional information is available at this time. Reason for reoperation: "the allergan company sold breast implants with no evidence of biocompatibility. These lead to chronic irritation of the immune system, autoimmune diseases and cancer."